Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. D2b: additional product code fhn. E3: non-healthcare professional: purchasing assistant.

Event description:
It was reported to boston scientific that an speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure on (B)(6) 2025. During the procedure, the device was opened and inserted into the equipment by trained personnel according to the manufacturer's instructions. The doctor attempts to release the bands on the patient, and the band bursts, necessitating the use of another device. No patient complications were reported as a result of the event. Procedure was completed with another speedband superview super 7.